Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported no longer receiving stimulation as he is unable to maintain communication between his scs ipg and scs charging system after not charging for approximately 2 months. Additionally, the patient programmer displays a communication error message. Using an additional charging system, an sjm representative confirmed the scs ipg is inoperable. Surgical intervention may be taken at a later date to address the issue.